Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records: it was reported that on (B)(6) 2010 the patient underwent l5-s1 posterior lumbar interbody fusion (plif) in which rhbmp-2/acs, allograft paste and dura seal from an unknown manufacturer, floseal from baxter health, pps screws, screw shank, rod, tulips coroent and locking caps from scs pharm were used. On (B)(6) 2010 the patient underwent MRI of the lumbar spine without contrast due to low back pain. Impression: surgical changes of posterior laminotomies and posterior instrumented fusion at the level of l5-s1 accomplished by means of posterior rods and intrapedicular screws; disk desiccation, diffuse disk bulge and facet arthrosis cause moderate to severe right-sided severe left neural foraminal narrowing at this level. Disk material contacts the exiting l5 nerve roots; modic type I changes, t2 hyperintense signal within the intervening disk space, t1 hypointense signal surrounding the thecal sac and fluid collection in the posterior surgical bed may be related to recent surgical changes versus infectious process.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.